Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump went into a low threshold suspend state, based on a sensor reading of 59 mg/dl, while his blood glucose was 129 mg/dl. During troubleshooting, his sensor was showing a reading of 69 mg/dl, while his blood glucose was slightly over 200 mg/dl. The customer also experienced calibration errors. Troubleshooting was declined. Nothing further was reported.